Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report several external ram crc error alarms, unexpected restart alarms, and displayable history crc check failed on startup alarms. The customer's blood glucose reading was unknown. The customer wanted a new insulin pump. The customer was transferred to a diabetes therapy consultant for upgrade options. The customer was transferred back to the helpline to report that he wanted a brand new replacement insulin pump. The customer was transferred to pump order services for assistance.